Manufacturer narrative:
Approximate age of device - 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a gi bleed. Inr was not reversed and remained in the high 1s ¿ low 2s. No signs or symptoms of hemolysis. On (B)(6) 2019, patient reported hearing pump grinding at around 0630 CT. Lvad interrogation showed powers of 14.0 at the time of grinding. At the time of interrogation on (B)(6), data was available through (B)(6). Infrequent intermittent power spikes, mostly into the 10s, were first seen on (B)(6) at approximately 2330. The data available from (B)(6) at 2330 indicated powers in the 7 w range. The patient reports that his baseline power in the morning is 8s ¿ occasionally higher with activity. No further reports of grinding, but there seems to be more frequent power spikes on daily interrogations. In the last 24 hrs., the highest power documented is 15.5. The vc have reviewed prior visits; no documentation of power spikes on clinic interrogation. Hemolytic parameters are slightly above patient's baseline but nothing that would give pause if there wasn¿t grinding and power spikes. Plasma free hemoglobin urine microscopy are again not indicative of intravascular hemolysis. The account was treating these events as if this is thrombosis and were anxious to get data asap because account ws suspecting that patient had either clot and bleed. Technical service review noted that the log showed several peaks and valleys in the log with power at baseline around 7-8w then captured greater than 10w for a short time. Technical service review noted that the log started capturing data on (B)(6), which could not determine as to when these elevated powers actually started . The power consumption had a slight upward trend in pump power and the pi value is flat according to the graph. Cannot determine just from a log file if this is thrombus. This data along with any clinical indicators can help identify if thrombus is present. Cannot determine clot formation from the log file. It was recommended to turn the data logger on to record every hour to capture some real time vad numbers to help more accurately track any trending in pump power and pi. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The submitted log file contained data from 5feb2019 through 11feb2019. The pump¿s fixed speed was set to 10200 rpm and pump power, estimated flow, and average pi typically ranged from 6.6 to 8.6 watts, 5.8 to 8.2 lpm, and 1.3 to 4, respectively. Elevations in pump power and estimated flow were noted throughout the log file, ranging from 11 to 15.5 watts and 10 to 12 lpm, respectively. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. It was reported the patient had a gi bleed. Inr was not reversed and remained in the high 1s to low 2s. There were no signs or symptoms of hemolysis. On 9feb2019, the patient reported hearing pump grinding at around 0630 CT. It was reported the pump power was as high as 14 watts at the time of grinding. It was also reported the patient was having intermittent power spikes as high as 10 watts with the patent reporting baseline power in the 8's. The patient reported no further grinding, but more frequent power spikes. Hemolytic parameters were slightly above baseline. Plasma free hemoglobin urine microscopy are again not indicative of intravascular hemolysis. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists device thrombosis and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook also instructs patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works. Even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.